Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(4) 2013, an animas representative contacted the patient to inquire reason she had sent her pump back. Per the documentation, there was no record in the patient¿s history that she would be returning pump. The patient claimed she was having power issues with the pump. The patient reported that on two consecutive days (dates not provided) she woke up with a high blood glucose (bg) of 600 mg/dl. The patient stated she felt as if she were going to ¿pass out¿ at the time she obtained high bgs. In response to the high bgs the patient claimed she administered insulin via injection to get her bg back to her target range. At the time of the call, the reporter informed the animas representative that she did not know what was happening with the subject pump as she did not troubleshoot it. The patient stated she did not recall receiving any alarms. The patient declined to discuss the issue. She reported that her hcp put her on shots and had no desire to use the pump any longer. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2014 with the following findings:. Testing was unable to duplicate the reported complaint. The last basal delivery and the last bolus were recorded in pump history on (B)(6) 2013. No unexplained power loss recorded in the black box. No physical damage was observed to the returned battery cap. The battery compartment has small crack near the case seal. The returned battery cap fastens securely and holds power to the pump. The returned battery caps measurements are all within specified range. No intermittent conditions were experienced with the returned battery cap or pump. The pump was exercised for 24hrs with returned battery cap; no loss of power was duplicated; the pump was still delivering at the conclusion of testing. Pump passed a delivery accuracy test successfully. Pump cover was removed; no internal moisture damage or intermittent connections were observed..